Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, front cover scratched and faded, line cord faded and worn, microswitch bent, pole clamp handle is damaged, quick connect is corroded, enclosure has multiple gouges and deep scratches, water tank is stained brown, outdated printed circuit board (pcb) and power switch. Functional testing confirmed the complaint. The cause was a faulty liquid crystal display (lcd). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that while performing preventative maintenance (pm), it was discovered that the device has no display. No patient involvement was reported.